Event description:
It was reported by the plaintiff¿s attorney that on (B)(6) 2006, the plaintiff was implanted with an apogee system ¿to treat her stress urinary incontinence and/or pelvic organ prolapse¿. It was alleged that the plaintiff ¿has suffered from serious bodily injuries including, but not limited to, extreme pain, mesh exposure, mesh erosion¿, ¿dyspareunia¿, ¿has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and may undergo corrective surgery or surgeries¿, and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.